Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and could not reproduce the problem. The fe inspected and verified the adjustments of the handler and tube lifters and found everything was within specifications. The fe ran splld and boot run without any error. The instrument is operating as expected. No repairs were needed.